Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.

Manufacturer narrative:
An event regarding altr (pseudotumor) involving metal based components including an exeter stem, trident shell and trident liner were reported. Conclusion: no allegation of failure was made against the reported device. The reported device is a ceramic based material and contains no metal. Based on the information provided there is no indication that the product reported in this investigation contributed to the event . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.